Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. Abbott technical support was contacted and confirmed the event. The patient was in stable condition.